Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during use of a 6f exoseal vascular closure device (vcd), the indicator window did not change color, and the indicator wire loop was not deployed or showing when the device was removed. The operator removed the vcd and switched to 5 minutes of manual compression. There were no reported injuries to the patient. The patient¿s body mass index (bmi) less than 40. The procedure used a retrograde approach and involved an interventional procedure utilizing the exoseal vascular closure device (vcd). The physician was certified in the use of the device. There was no visible damage to the device or packaging before use. One exoseal device was used with a 6f non-cordis sheath. The femoral artery was verified as suitable via angiography with appropriate insertion angle and diameter =5mm, and there was no calcium, plaque, stent, or stenosis >50% near the puncture site. No closure device or manual compression had been used at the site in the 30 days prior, and there were no signs of hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the sheath and vcd, and an audible click was heard. The device and sheath were retracted together appropriately, with no red color in the indicator window. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, during use of a 6f exoseal vascular closure device (vcd), the indicator window did not change color, and the indicator wire loop was not deployed or showing when the device was removed. The operator removed the vcd and switched to 5 minutes of manual compression. There were no reported injuries to the patient. The patient¿s body mass index (bmi) less than 40. The procedure used a retrograde approach and involved an interventional procedure utilizing the exoseal vascular closure device (vcd). The physician was certified in the use of the device. There was no visible damage to the device or packaging before use. One exoseal device was used with a 6f non-cordis sheath. The femoral artery was verified as suitable via angiography with appropriate insertion angle and diameter =5mm, and there was no calcium, plaque, stent, or stenosis >50% near the puncture site. No closure device or manual compression had been used at the site in the 30 days prior, and there were no signs of hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the sheath and vcd, and an audible click was heard. The device and sheath were retracted together appropriately, with no red color in the indicator window. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was received locked. The plug was in its manufactured position, and the indicator wire was deployed. A 6f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was conducted. During this analysis, the indicator wire was pulled to reach the black/black position in the indicator window. The deployment lever was then fully depressed, resulting in the indicator wire retraction and the expected plug deployment. The indicator window black/white/red position was also successfully achieved. A high magnification microscopic evaluation of the indicator wire loop and internal mechanism was performed, and no abnormal conditions were observed. The reported event of "indicator wire deployment difficulty unable " was not observed through analysis of the device received as the indicator wire was found fully deployed with no anomalies noted. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the indicator wire deployment difficulty reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal instructions for use (IFU) notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal vcd into the vascular sheath introducer if it is removed prior to locking into position. Caution: if for any reason it is desired to abort the procedure once the exoseal vcd has been introduced into the bloodstream, remove the exoseal vcd and the vascular sheath introducer as a unit. Do not attempt to withdraw the exoseal vcd from the sheath introducer, as plug dislodgment may occur.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.